Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples were received. Picture was received, but it does not demonstrate any defect. Product was produced in november, 2016. We have performed the investigation via ncr 1382290 for ¿handyvac cannot hold the vacuum¿. Based on the available information the investigation revealed the likely causes for the issue is the new deht tube material changes properties with time and the connection between the tube and male/female connectors weaken. As a result, the connector in the tube begins to turn. After shifting the connector, a small ¿channel¿ is formed in the tube through which air can enter. "Channel" is an imprint of the line of contact between two parts of the connector during molding. This is because the tube is too rigid and has lost elasticity and handyvac can't work correctly. CAPA tw (B)(4) was opened to implement new deht material for handyvac tubes. This lot was manufactured in 2016; changes to address this issue have been implemented or are in process. No additional investigation is needed at the current moment. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3007966929.

Manufacturer narrative:
Device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the handyvac wound drainage system is not maintaining negative pressure. ¿when scrub nurse prepares the drain (compresses bellows as per instructions, close both clamps, attach drainage bag, the bellows are compressed as expected. We then open bottom clamp while it sits on the scrub nurse tray in theatre. Twenty (20) minutes later when they are ready to insert the drain, we see the handyvac system on the trolley with the bellows fully expanded." It was further noted that ¿I (a convatec inc. Representative) observed this in the theatre myself and included a facetime call with a theatre nurse that works at convatec that has a high level of expertise with this product. We established that this should not of occurred and surgeon was following all the correct steps.¿ there was no harm reported. A photograph depicting the reported complaint issue was submitted by the complainant. It was noted on the photograph received ¿I concertina-d the bellows six (6) times and it¿s still expanding. I¿m sorry I have to give up on these.¿